Manufacturer narrative:
All buttons were functioning properly on the pump, however, corroded keypad traces were found. There was no button error alarm during testing. It was noted that the pump was received with moisture damage on the lcd board, a cracked reservoir tube lip, a cracked case near the display window corners, and a stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she was receiving a button error alarm. Customer stated that she is in the middle of the river and she got knocked over in the water. Customer's blood glucose was 91 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also stated that the pump was currently alarming.